Manufacturer narrative:
The customer did not request service for the system. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number could not be performed as the lot/batch/serial number was unknown. The lot/batch/serial was unknown; therefore, a service history review could not be performed. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient underwent an intraocular lens explant due to blurred vision and refractive error. Additional information has been requested.